Event description:
It was confirmed that the patient received assistance from her doctor or company representative and her concerns were resolved. She had an appointment with doctor in (B)(6) 2011.

Event description:
The patient found out in (B)(6) 2011 that two of her "leads" were broken. The device was reprogrammed but was not working that way. She does not want surgery to fix the issue. Additional information has been requested.

Manufacturer narrative:
Product ID: 3550-09, lot# l97193, implanted: (B)(6) 2002, product type: accessory. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 3586, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).